Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the patient cable and missing rubber feet on the mobile power unit were confirmed via visual analysis. The heartmate mobile power unit (serial #:(B)(4)) was serviced on 22feb2022 at the abbott european distribution center (edc) and no log files were submitted. The mpu was able to boot up and was able to function as intended and the unit was able to pass all stages of testing. It was observed that the unit had a slightly loose cable sleeving by the black and white connectors of the patient cable and that the unit was missing two rubber feet. The patient cable was replaced and rubber feet were added to the unit. The device was placed in the abbott rental pool after servicing. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage advisory and power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable of the mobile power unit was loose at the rubber end around the black and white connector. It was also noted that two of the rubber feet were missing.